Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used the silverhawk device to treat a lesion in the common femoral artery. The device was removed from the patient and cleaned. It is reported that the device thumb switch was locked on the on position and would not pack. Another device was used to complete the procedure. The silverhawk device was received for evaluation with the cutter driver and no ancillary devices or cine images from the. The distal tip assembly lumen showed no traces of biologics distal to the plunger. The plunger was partially exposed at the cutter window. Biologics were observed between the plunger and cutter head. The turbohawk was inserted the received cutter driver and was powered on. The cutter was unable to be advanced initially. While attempting to view the location of the cutter head crashed into the distal assembly. The friction of the cutter head caused the area of contact with the distal assembly to disintegrate. The cutter was able to advance and retract with no restrictions after the incurred damage from testing. It appeared the cutter head was unable to deflect out of the housing window properly causing it to crash into the coiled distal assembly.